Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with dried blood.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was placed in the midventricular septum with no issues. This was confirmed as the placement position. When the lead was being fixed with the sleeve, the lv lead helix unwound back to the tip. The lead helix was retracted again but unwound again, so the lv lead was replaced with a new lv lead. Once the lv lead was checked outside the body it was confirmed the lv lead helix movement was not smooth and the tip retracted when slightly shaken after the lead was extended. The physician believed the original lv lead malfunctioned. The were no patient consequences.